Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart device and the receiver that occurred on (B)(6) 2016. Patient's mother was advised to reset the receiver when the patient gets home and to forget devices under the bluetooth besides the dexcom application. Patient's mother was also advised to close all other application. Patient's mother was advised to wait up to 15 minutes to re-establish connections after the receiver reset. No injury or medical intervention was reported.